Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc), shortly after the implant procedure approximately seven years ago. It was reported that the slack in the lead was no longer present and intrinsic sensing decreased to approximately .3 mv. At that time the physician programmed the device to vdd 40. At a recent device replacement procedure the lead was surgically abandoned. A microdislodgement was confirmed, however the lead as still attached to the tissue. A new ra lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.